Manufacturer narrative:
H3: product analysis: part# (B)(4), lot#: 0798097w. Visual review confirms, rod breakage. Visual and optical examination of the area of fracture initiation did not identify, a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant deformation at multiple locations along the length of rods, due to apparent rod bending. Microscopic examination of the fracture surface identified, a fairly flat fracture surface with shear lips towards the end of the break indicating material overload. The above observations are consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321, and UDI (B)(4) is approved for sale in us. This event is serious injury reportable. Since the device is not marketed in the us, the device is reported as a malfunction for a similar device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event which occurred after an initial t9 / s2 psf surgery on (B)(6) 2021, due to spinal kyphoscoliosis. It was reported that the rods on both sides were broken at lower l5 three months after the initial operation. The rods were replaced and reinforced. In addition, the nuts of the s2ai screw were loose on both sides, so they were replaced. The screws have been discarded. No patient injury was reported.